Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. The pump, reservoir, and rear tip extenders were visually inspected, and there were no observed abnormalities present. Both components passed the leak and functional testing performed. The cylinders were inspected and one of the cylinders had a cut at the proximal end that was consistent with sharp instrument damage. Both cylinders passed leak and pressure testing. Analysis determined that the clinical observations could not be confirmed; therefore, a conclusion of cause not established was chosen.

Event description:
It was reported that the patient underwent surgical intervention to implant an inflatable penile prosthesis (ipp). During the procedure, the cylinders crossed and required the physician to reinsert the cylinders. When the physician was inserting the left cylinder it was found that it would no longer maintain its shape or fluid. A malleable was attempted to replace the cylinders; however, a urethral injury was identified when the malleable was being implanted. All components were explanted and the injury was addressed.

Event description:
It was reported that the patient underwent surgical intervention to implant an inflatable penile prosthesis (ipp). During the procedure, the cylinders crossed and required the physician to reinsert the cylinders. When the physician was inserting the left cylinder it was found that it would no longer maintain its shape or fluid. A malleable was attempted to replace the cylinders; however, a urethral injury was identified when the malleable was being implanted. All components were explanted and the injury was addressed. The patient is expected to fully recover.